Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia event on (B)(6) 2025. The event occured due to blockage in the tubing. The blood glucose level was 250 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.